Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was seen in (B)(6) 2012 and the remaining longevity range was 11 to 32 months. However, two months after the follow-up visit, the device tipped elective replacement indicator. Early battery depletion was suspected due to high output values noted on the ventricular lead which was affected by the ventricular capture management (vcm) programming. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.